Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a gastric sleeve, the device cut but did not staple. Another reload was used to correct the problem.